Event description:
Customer reported an issue with the incorrect time setting on a device and was unsure of the cause. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to update the pump time and was advised to monitor the situation and follow up if the discrepancy recurred.